Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. Evaluation found that the force required to secure the door is above expected levels and if not applied, the unit will alarm door not fully latched. This condition is caused by the door hooks being out of adjustment. The door hooks were replaced.

Event description:
It was reported that a spectrum pump constantly alarmed door not fully latched. It was also reported that there was no patient incident.